Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694758 lead implanted 2004-(B)(6); d314trg crt-d implanted 2013-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had moved. High lv thresholds were noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.